Event description:
Dealer states when consumer was being pushed, normally, the back cane allegedly broke off into the hands of the operator. RMA (B)(4) has been issued for the return of the damaged product for an inspection and evaluation.